Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 526 mg/dl. The customer was experiencing nausea and vomiting prior her admission. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.